Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) t3pt5410, (t3 pro tapered implant 5/4mm (d) x 10mm (l)) for evaluation. Visual evaluation of the as returned devices identified the implant with signs of use. The implant was attached to the driver; however, it disengaged/release as intended during a functional test. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 2120009743. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120009743 for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, and functional testing a device malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. E1: initial reporter¿s title, first name and last name are not provided / unknown.

Event description:
It was reported that the implant had the placement driver stuck in it. Placement driver got stuck in the implant during implantation procedure. The procedure was completed with another implant and driver.